Event description:
During baxters evaluation, a device did not detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.